Event description:
It was reported that a beta bionics ilet user experienced a hyper and hypoglycemic episode reaching a peak of 399 mg/dl and nadir of 39 mg/dl blood glucose (bg). It was found that a bent cannula explained the extended high, but the user did not have an action plan for low bg and would overcorrect out of fear of the low. The user treated the low with glucose gummies and soda when low. The user believed a high would follow and the ilet would over correct leading to another low. The user was advised that the overcorrections can affect the device's correction algorithm and to discuss treating lows with hcp. The user reported feeling shaky and dizzy during the episode but did not require any further intervention to regulate bg.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.